Event description:
Patient had been placed in allen stirrups for a procedure. As the nurse was preparing with the surgical prep, she heard a snap. The stirrup fell to the floor. It appears that the spot weld holding the boot to the stem gave way. No apparent injury to the pt.